Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15428. Related manufacturer reference number: 2017865-2021-15430. It was reported that the patient was admitted to the hospital upon developing an infection. Trans-esophageal echocardiogram (tee) found vegetation on the patient's right ventricular lead. The patient's full implantable cardioverter defibrillator system was explanted. The patient was stable.